Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Low anterior resection - "as from the beginning of the procedure, the handle got jammed on tissue. After approximately 45 minutes the surgeon decided to unpack a new device. The new handpiece worked fine." Patient status - "ok".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering performed actuation tests and were able to replicate the incident experience. The root cause of the incident was due to the handle latching mechanism of the device. When the handle is immediately latched after unlatching, there exists the possibility of the handle locking component becoming bent and thereby causing the handle to become stuck. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional improvements intended to further minimize the potential for this type of incident to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.